Event description:
A report was received that a patient was explanted due to infection. The patient was administered anti-biotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as it was discarded by the medical facility. Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4). Model description:linear st lead with preloaded enhanced stylet - 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.